Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After completing the reset, the pump did not display the error code again, and the caller successfully started their sensor session.